Manufacturer narrative:
The technician replaced the cardiopulmonary resuscitation valve to resolve the issue.

Event description:
The technician alleged the bed would not go into cardiopulmonary resuscitation mode. No reported injury.